Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a left ventricular - lv lead revision procedure. Prior to the procedure, it was noted that the lv lead exhibited episodes of high capture threshold and high pacing impedance. The lv lead capped and replaced. The patient was in stable condition.